Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was in the ¿low 40s¿, and they were feeling tired. The patient¿s implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.